Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 97% target lesion was an in-stent restenosis of a previously implanted 7mmx40mm non-bsc stent located in the moderately tortuous and moderately calcified left superficial femoral (sfa) artery. After a guide wire crossed the lesion, a 5.0mmx20mmx143cm fg coyote nc mr, japan (nc quantum apex¿) balloon catheter was advanced for dilatation. However, on the first inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was exchanged to a 5mmx40mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.